Event description:
Hcp reported a granuloma at t9. The pt is experiencing neurological deficits on their left side and is beginning to see motor/sensory deficits as well. Pt's pain relief was noted as being ok. A follow up report will be sent when additional info is obtained.